Event description:
Pt initially had a pacemaker malfunction. Felt to be due to lead malfunction, with probably a break. However, was found to have a corroded connection between her pulse generator and the lead. The generator was replaced.